Event description:
Olympus was informed during a transurethral ureterolithotripsy, users found ureteral injury after second stone retrieval. When the doctor looked at ureteral, retroperitoneum was observed through injured ureteral. As a result of the check by contrast media, users decided stent placement is not enough and performed open abdominal surgery, and the procedure was reportedly completed. The user facility also informed that ureteral injury may occurred while retrieving stones by a basket.

Manufacturer narrative:
Olympus followed up with user facility to obtain additional information. The user facility informed that ureteral access sheath may be inserted forcibly while retrieving stones by a basket and that may be attributed to the patient's injury. The subject device was returned to olympus for evaluation. Evaluation revealed there was no abnormality on the device. The cause of the reported phenomenon could not be conclusively determined, however common complication of tul procedure cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.